Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 50mg/dl. The caller stated that the insulin pump alarmed, and she is unsure if the drive support cap is protruded, loose, sticking out, or flush. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.